Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 45.3cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.5-11.0cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported the patient presented for normal eri generator change when externalized conductors where confirmed via fluoroscopy. The patient was asymptomatic. The lead was extracted and replaced. The patient was in stable condition.